Manufacturer narrative:
Evaluation results pending analysis of the product.

Event description:
It was reported that during intubation, a piece of the laryngoscope blade cracked off into the patient's throat. The piece was about 1/8 of an inch, and a metal pin was visible in the blade where the piece broke off. The piece of the blade was retrieved from the patient's throat. The patient was still undergoing surgery at the time of the call, but they did not seem to be hurt or affected by the cracked blade. Another blade was used as an alternate means of intubation.